Event description:
Pt experienced tachycardia when angiojet xpeedior 100 catheter was used in dialysis graft of left upper arm. Scrub nurse concerned but the md (dir of ir) was not. Pt record and strip were sent to pmi. Per pt, when aj in progress, it "feels like when my bp goes down in dialysis". When aj was on heart rate increased to 150-190's, when aj was off heart rate returned to 70-80's.